Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient's implantable neurostimulator (ins) overdischarged and would not connect to the patient programmer or the implantable neurological stimulator recharger (insr). It was noted that the overdischarge occurred approximately one year ago and there were no symptoms reported. Additionally, the rep stated that the patient's caregivers were not charging the device. The device is now charged and working in addition to the caregivers receiving additional training on the recharging process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.